Event description:
It was reported that the pt underwent surgery for spinal decompression with plif and posterolateral fusion at l5-s1 with peek interbody, bmp, autograft, and posterior pedicle screw/rod fixation bilaterally at l5-s1. Approx 4 1/2 months post-op the pt underwent a revision surgery to redo fusion due to pseudoarthrosis, and posterior migration of the peek implant. Peek interbody device was removed, and posterior hardware on the right side at l5-s1 was also removed and replaced.

Manufacturer narrative:
The device has not been returned to medtronic for evaluation. Review of post-operative x-rays show tlif at l5-s1 with bilateral posterior hardware, and interbody device with progressive posterolateral migration of the interbody device. Unable to determine cause of the event.